Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient had received shocks. Upon interrogation of the device, the physician believed two of the four vt episodes were svt. The physician decided to reprogram device. Patients condition is good.